Event description:
It was reported that the communicator power cord melted. The power brick was hot which causes for the power cord to melt. The power indicator light was on, and the power supply cord is not luminated. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.